Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part# 03.221.015. Synthes lot# p114818. Supplier lot# p114818. Released to warehouse: march 1, 2012. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device, cable tensioner with pistol grip (part no- 03.221.015, lot no- p114818) was returned to customer quality (cq) west chester for investigation. Upon visual inspection, the teeth on the thumb release found broken and the device had scratch marks all over it. Functional test: the teeth on the thumb release 407-230 have broken off making the tensioner unable to ratchet and hold tension. Can the complaint be replicated? Yes, the complaint can be replicated on the returned device during functional test. Service and repair evaluation: the customer reported the cable tensioner would not tension and needs to be repaired or replaced. The repair technician reported the teeth on the thumb release 407-230 had broken off making the tensioner unable to ratchet and hold tension. The cause of the issue could not be determined. The reason for repair is damaged component. The item could not be serviced/reworked and will be sent to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Cable tensioner with trigger handle, current and manufactured) revisions dimensional inspection: the dimensional inspection was deemed irrelevant to the complaint condition as this had been identified as a post manufacturing damage during investigation. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the cable tensioner had a damaged and broken part which resulted in the device not being able to tension or tighten. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, a cable gun tensioner would not tension. Another tensioner was used. The procedure was successfully completed. There was no patient consequence. This report is for a cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).